Event description:
It has been reported that the screen was not turning on due to which the system was down. No harm to the patient has been reported to philips. Upon inspection it was identified that a fuse in the b cabinet got damaged. As a result, video feed was not going into the examination room. The fuse has been replaced and the system was returned to use in good working order. The investigation is ongoing. A follow-up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was in clinical use. The philips field service engineer (fse) inspected the system onsite and confirmed the main screen does not turn on. To resolve this issue, the philips engineer replaced the fuse in the b cabinet. After replacement of fuse in the b cabinet and the system was returned to good working condition. The codes were updated based on the investigation outcome. Evaluation result code and component code were corrected.